Manufacturer narrative:
As per 1810909-2021-00240s2, the manufacturing evaluation was completed on (B)(6) 2021. The correct date for the completion of manufacturing evaluation is (B)(6) 2021. Section g3 cannot be updated with the correct date as it is being used to for this supplemental report.

Manufacturer narrative:
The returned meter was further investigated and it was determined that the meter was heated by a heating device that generates microwaves.

Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. Upon investigation, it was determined that the meter was visibly damaged, therefore, no further testing could be performed. A device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found. Further investigation is pending. Based on the information received upon the return of the meter, section d4 has been updated with the serial # and section h4 has been updated with the device manufacture date.

Manufacturer narrative:
The meter was received by the ascensia customer service support. The meter's back cover was opened and it was found that the correct batteries were used. The batteries have been recycled. The patient information was not provided. Therefore, no information was captured in (patient's initials), (age), (gender), and (weight). The product information was not provided. Therefore, no information was captured in (model # and serial #), and the device manufacture date could not be determined.

Event description:
A healthcare professional (caregiver) from (B)(6) called on behalf of the customer to report that their contour xt meter was emitting smoke while it was kept in the meter case. There was no allegation of an adverse event or damage to the customer property. The customer was advised to return the device for evaluation.